Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. A surgical procedure was performed to remove and replace all the components. There were no deice issues and no further patient complications.